Event description:
A pump declared an altitude alarm, causing the customer's insulin suspension. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer cleaned the speaker holes and reloaded a cartridge after consulting with technical support. The original cartridge was acknowledged as not venting properly, but after using a new cartridge, the pump resumed normal operation.